Event description:
Litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr right hip implant.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation alleges that the patient is permanently harmed by severe metal poisoning and metallosis from the metal debris of his asr right hip implant. Doi: (B)(6) 2008 dor: not yet scheduled (right hip). Patient is a resident of (B)(6). Update (7/19/2012) - patient fact sheet was received. The part/lot numbers have been updated. There is no new information that would change the outcome of the investigation. Update 20 nov 2014 - der rcvd. Updated dor, surgeon and sales rep details, patient height, weight and activity level, added pain as a reason for revision and added sleeve product.